Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient complaining of pain in hip following a total hip arthroplasty that was performed in 2013. It was determined the femoral stem had loosened and the cup was malpositioned. Everything was removed and a revision arthroplasty was performed.